Event description:
It was reported the pt feels overstimulated sometimes. The sjm representative walked through the pt's programs while on the phone. It was reported the programs may need to have some setting lowered. Attempts to determine pt status have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.